Event description:
The customer reported that the device would unexpectedly shutdown on battery power. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would unexpectedly shutdown on battery power. There was no reported pt involvement. A philips field service engineer confirmed the failure. The battery was replaced which resolved the failure. The device passed testing and remains at the customer site.